Event description:
It was reported that the device was explanted and replaced due to a sensing anomaly. No further information is available.

Manufacturer narrative:
The reported noise and sensing anomaly were not confirmed in the laboratory. The device was tested on the bench, and no anomaly was found. The cause of the reported noise and sensing anomaly could not be determined.